Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error multiple times. The customer's blood glucose reading was between 40 mg/dl up to 500 mg/dl. Customer thought that the high blood glucose was due to low reservoir or low battery. Troubleshooting found that the drive support cap was normal. The customer indicated that he would call back for further troubleshooting.